Event description:
It was reported that during an unspecified surgical procedure, it was observed that the jaw on the stapler did not fully close before firing. It eventually closed, but after several attempts, it didn't fire; it remained jammed. And if it did fire, it didn't close properly, as some staples fell into the cavity. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch # 435d86. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with two gst60b (b and c) reloads present along with their opened packaging. Both reloads were received partially fired 1/5. The device was tested for functionality in the articulated position with the returned reloads by resetting and reloading them into the device. The device achieved its complete stroke firing sequence and opened and closed without any difficulties. The staple lines and cut lines were complete and the remaining staples met the staple form release criteria. The event reported of would not fire was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The event described of difficult to close could not be confirmed as the device opened and closed as expected. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch ec60a with lot number 468d69; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 435d86, and no non-conformances were identified. With an incomplete or interrupted cycle. Please reference the instruction for use for more information.